Manufacturer narrative:
(B)(4). The device in question was returned and evaluated as of (B)(4) 2015. During that evaluation it was discovered that the alarm on the unit was not functioning. Since this occurrence is likely to contribute to a serious injury if it were to re-occur, it is a reportable event. The underlying cause of this issue was determined to be a defective power switch.

Event description:
The unit will not come on at all. An additional emergent issue was uncovered during evaluation; the unit had no alarm.